Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the internal hemorrhoids during an internal hemorrhoid ligation and sclerotherapy procedure performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be activated. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 29, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the teeth were damaged. Additionally, the handle showed signs that the trip wire had been secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the teeth of the device were damaged. The markings on the ligator housing suggest that excessive force may have been applied during use, potentially causing the damage. Alternatively, the problem could be related to the technique used by the physician when inserting the device into the patient, which may have contributed to the damage and affected the handle functionality during band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the internal hemorrhoids during an internal hemorrhoid ligation and sclerotherapy procedure performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be activated. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 has been updated based on the additional information received on 29jun2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the internal hemorrhoids during an internal hemorrhoid ligation and sclerotherapy procedure performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be activated. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 29, 2025: it was noted that no difficulty was experienced upon setting up the device.